Event description:
A malfunction alarm, identified as malf 16, was reported, however, there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was guided on using multiple daily injections (mdi) as a backup therapy. The customer was informed on how to put the pump into storage mode and instructed to return it with a prepaid label, acknowledging all instructions.